Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dislodgment occurred. Angiography and ivus was performed. Diffuse disease was found in the left anterior descending (lad) artery. The physician decided to use three taxus liberte' stents to treat the lesion. A 2.25x24mm taxus liberte' stent was implante in the distal lad and a 2.5x24mm taxus liberte' stent was implanted in the mid lad, overlapping the first stent. The physician then inserted a taxus liberte' 3.0x32mm drug eluting stent to implant to the proximal lad, overlapping the mid lad stent. The 3.0x32mm stent dislodged before it could be placed at the target area. The physician deployed the stent where it was leaving a gap between the proximal and mid stents the physician then used a taxus 2.5x8mm stent to cover the gap in the proximal to the medlad. The procedure was successfully completed with "excellent results". No patient complications occurred.